Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having symptom return. The patient stated they did not have any fall. When performing an impedance check, electrodes 0 and 1 showed <(><<)>4000, under electrode 2, 0 and 1 were over 4000 and under electrode 3, 0 and 1 were over 4000. They were able to program patient a custom program d (-2, case +). Additional information was received from the manufacturer representative (rep). The rep stated they programmed a custom program and the issue was resolved. No further complications were reported.